Event description:
It was reported that the fiber cap detached inside the pt at 145,338 joules during a prostate procedure. It was also reported that the cap was flushed out and went down the drain. There was no indication or report of any part of the device remaining inside the pt. The procedure was completed with another fiber. There was no report of pt injury.